Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
The device was returned to the MFR on 02/14/2007 stating the pt was shocked after walking through the entrance doors at two retail stores. The patient provided the information to the MFR on 09/26/2006. Subsequent product inspection at follow-up shows high impedance readings were detected and the unit was replaced. The device was explanted in 2007, following 36 months service life and was returned to the MFR for analysis. Add'l info has been requested from the physician. A follow-up report will be sent when add'l info becomes available.